Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The complaint can be confirmed. .visual inspection found that the plastic manifold was damaged. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. The device was connected to a test generator to test the functionality of the device. The device was activated in both ablate and coagulate modes for several seconds, output short during ablate function testing & coag functions as intended. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the active continuity of the device was out of specification. The handle of the devices was opened to further investigate the electrical defects. The device failed the hipot test at this damaged section. When activated on ablate mode the device caused the generator to display and ¿output shorted¿ message. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Electrodes which exhibit a similar defect have been further investigated through CAPA. Continuous review of complaints will be performed and if any adverse trend is noted a further review of this decision will be undertaken. A DHR review was performed for the finished device lot number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that during an rotator cuff repair the blade did not function. The procedure was completed with a second blade with no harm to the patient. The affiliate reported that there was no further information provided.